Manufacturer narrative:
After exchanging the direct control panel and the remote control panel the issue was resolved. The exchanged parts were not returned for further investigation. It is assumed that a misadjusted or defective joystick in the control panel or a defective button in the table side control caused the problem. Customer address: (B)(6).

Event description:
It was reported that after the technical examination, staff turned on the system and left it running, the system moved automatically from 0 degree position to 90 degree position (software end position) without external activation. Fourteen days prior to the described event, a similar incident occurred when the system moved from 0 degree position to 10 degree position without external activation. There were no patients on the table when the events occurred. The events occurred in (B)(6).